Event description:
It was reported that the patient¿s lead had high impedance on electrodes 2, 3, and 6. It was noted that two of the three electrodes were used with the patient¿s program at the time of the report. It was reported that the impedances were >10,000 ohms at 0.7 volts and >20,000 ohms at 1.5 volts. It was noted that the patient experienced a loss of coverage/therapy in their foot and was reprogrammed. It was reported that the company representative was able to program around the electrodes. It was noted that the patient had soreness at the implantable neurostimulator (ins) pocket area after she was lifting heavy items (over 50 lbs) to move into her new home. The patient¿s status was reported as alive with no injury at the time of the report. It was further reported that the patient had good coverage when the company representative was finished reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).